Manufacturer narrative:
The yoke fracture surface investigation does not allow determination of the fracture mode or the fracture initiation site, and none of the mating components were returned; therefore, the root cause of the abnormality cannot be determined. The post-market performance of this product series will continue to be monitored.

Event description:
A patient underwent tka surgery on (B)(6) 2022. A revision surgery was performed on (B)(6) 2024 due to the tibial insert rupture on the yoke part was observed by x-rays.